Event description:
On 5th june 2025, it was reported by an arthrex's employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by changing to a new ar-1927bcf-45. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows that the anchor was broken off, damaged, and the remaining part of it was attached to the sutures assembled in the driver. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.